Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. During inspection and testing, the foreign material could not be identified. Based on the results of the investigation, it was unspecified why foreign material remained in the nozzle. A definitive root cause could not be determined. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Due to clogging of nozzle water supply volume did not meet the standard value, due to a pinhole on channel tube water tightness was lost, light guide lens had a crack, protector of universal cord on control section side has a scratch, protector of universal cord on suction connector side had a scratch, scope cover unit had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, right/left knob had a scratch, up/down knob had a scratch, flexibility adjustment ring had a scratch, switch box had a scratch, scope cover had a scratch, switch 1 had a scratch, suction connector had a scratch, universal cord had a scratch, grip had a scratch, control unit had discoloration, control unit had a scratch, light guide bundle has breakage, due to clogging of nozzle water removal ability did not meet the standard value, due to clogging of nozzle air supply volume did not meet the standard value, adhesive on bending section cover has a chip, due to wear of angle wire the play of up/down knob is out of the standard value, due to wear of angle wire bending angle in up direction did not meet the standard value, due to damage on flexibility adjustment ring water tightness was lost, plastic distal end cover has a scratch, and connecting tube had a scratch. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the colonovideoscope¿s water supply is weak. During the evaluation the following reportable malfunction was found: there is a foreign object inside the nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.